Event description:
The mobile peg of the handle 01.15.10.0131 was broken. No patient or user involved: the surgery was completed successfully.

Manufacturer narrative:
The mobile pin broke, probably due to repeated loading and unloading that progressively stressed and weakened the broach handle. From the document review of the lot involved (097402 - 24 handles manufactured) no particular anomalies were found related to the problem occurred. No other similar events on handles of the same lot were received by (B)(4). On the basis of (B)(4) risk analysis, the failure mode is unlikely to cause patient harm since, in case of malfunctioning of the broach handle, a second broach handle is always available in the instrumentation kit, permitting the surgeon to complete the surgery successfully, as happened in this case.